Manufacturer narrative:
Section b1, b2: no adverse events were reported. 'Adverse event' from section b1 was inadvertently checked in the initial report along with options selected in section b2. The patient was admitted for spinal issues that were not reported to be related to the lvas or lvas therapy. Section d9: a segment of the percutaneous lead (driveline) was returned only. Manufacturer's investigation conclusion: incidental findings: rescue tape was observed around the bend relief 0-1¿ from the connector, and it was partly removed as returned. Superficial driveline damage was observed on the bend relief, 0.25¿ from the metal connector. The evaluation of the returned portion of driveline, serial number (B)(6), identified a compromised driveline that could have resulted in pump stops and low speed events. Superficial damage was also observed upon evaluation of the returned driveline. The account reported multiple pump stops consistent with a short-to-shield. A distal end driveline replacement was performed by a tech services representative on 10jul2020. No issues were noted after the repair, and 17.5¿ of the perc lead was returned for evaluation. X-rays of the patient¿s internal and external portions of the driveline were submitted, and areas of possible concern were marked in red by the technical services representative. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. Upon removal of the silicone jacket, the bionate was noted to be discolored, and a kink was observed 2.5¿ from the connector. Inspection of the metal braided shield revealed minor breakdown throughout and major breakdown 0-4", 13.5" from the connector. Microscopic inspection revealed a breach in the insulation of the black wire 7.5¿ from the metal connector. The remainder of wires were unremarkable. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test confirmed the current leakage in the insulation of the black wire of the driveline that could have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breach would have resulted in a pump stoppage if the exposed conductor of the wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 03oct2016. The heartmate ii lvas instructions for use (IFU), advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple pump stops consistent with short-to-shield. Patient will be sent for x-rays. Patient is currently admitted for spinal issues. Percutaneous lead was replaced. Log file analysis showed several low speed and pump stop events on power module on (B)(6) 2020. There were no unusual events recorded in the log file event history following the driveline repair.